Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned components found evidence to suggest that overtightening the device caused the event. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2011. During the procedure as the surgeon was removing the trial liner, the locking clip and locking screw disassociated from the trial liner and fell into the patient's wound. Intraoperative radiographs were taken to aid in locating the components and the surgeon was able to retrieve them from the patient and complete the procedure.